Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 08/23/2016 stated that this lead exhibited impedance >2500 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).